Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged touch screen issues could were verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Additionally, an occlusion alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose ranged between 316-401mg/dl.